Manufacturer narrative:
Device is used for treatment not diagnosis without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article. Altay, m. A., erturk, c., cece, h., & isikan, u. E. (2011). Mini-open versus closed reduction in titanium elastic nailing of paediatric femoral shaft fractures: a comparative study. Acta orthopaedica belgica, 77 (2) 211-217. The purpose of this study was to compare retrospectively intraoperative fluoroscopy time and clinical-radiologic results in pediatric femoral-shaft fractures treated with titanium elastic nailing (ten), with a mini-open ¿blind-hand¿ technique versus closed reduction. The study had 87 (18 girls and 69 boys) children participating who underwent surgical treatment with titanium elastic nailing for femoral shaft fractures. There were twp groups that the children were divided into. Group 1 consisted of 42 patients (mean age 8.3 years) who were treated with mini-open ¿blind-hand¿ technique. This was a 2.3 cm lateral incision at the level of the fracture; reduction achieved with one or two fingers without visualization of the fracture. Group 2 consisted of 45 patients (mean age 8.8 years) who were treated with a closed reduction technique. The length of surgery and intraoperative fluoroscopy was documented in both groups. Radiologic and clinical results were assessed using the titanium elastic nailing scoring system at follow-up periods of 21 .3 months and 19.3 months in group 1 and group 2 respectively mean duration of surgery was 31.7 and 52.1 minutes, and mean fluoroscopy time 32.9 and 75.1 seconds in group 1 and group 2, respectively. Both surgical and fluoroscopy time were significantly longer in group 2 (p < 0.001). No significant difference was found between the two groups in terms of clinical and radiological results. All of the fractures healed with a solid union and there was no complications that were expected to cause permanent disability. Six patients noted irritation at the nail entry site, ten patients had clinically significant limb-length discrepancy and two patients with pin-tract infections. Both clinical and radiological results were successful with both techniques. Length of surgery and intraoperative fluoroscopy time were significantly higher in the closed reduction group 2. It is suggested to use a ¿blind-hand¿ technique as an alternate option to closed reduction to prevent extensive intraoperative radiation exposure and to decrease the length of the surgical procedure. Adverse events included six patients with irritation at nail entry site and two patients with pin-tract infections. This report is for 1 device. Not sufficient information to file multiple reports.